Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the electrical connector and up/down angulation control knob, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: tjf type 150 operation manual chapter 3 preparation and inspection. Tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the duodenovideoscope had a reduced angulation problem. The event was found during the receipt inspection. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the knob wire had a foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
E1- health city, (B)(6) (user facility captured here due to character limitation in section). The device was returned to olympus for evaluation, and the evaluation found that due to the deformation of the electrical connector, water tightness was lost. Due to the deformation of the upward and downward angulation knobs, water tightness was lost. Due to the clogging of the air -water tube, the water removal ability did not meet the standard value. The plastic distal end cover was shaved. The adhesive on the bending section cover, or distal sheath, was detached. The connecting tube had a scratch and a dent. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. The universal cord had a stain. The protector of the universal cord on the suction connector side had a cut. Due to wear of angle wire, the play of upward, downward, right and left knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.